Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
When the user attempted to straighten a pigtail part of zebd-5-10 with a straightener, it got kinked (B)(4). He continued procedure with that stent and attempted to insert a wire guide, but it couldn't (B)(4). So he completed the procedure with another same rpn (lot# unknown) (B)(4). No health hazard. 1: for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact when the user attempted to straighten the pigtail part with the straightener. 2: what was the target location for the stent? Bile duct. 3: please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 4: what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* boston scientific/endoselector 025inch. 5: was the wire guide lubricated prior to use? Unknown. 6: was the device at the centre of the complaint inspected for damage prior to use? No. 7: was the wire guide inspected for damage prior to use? Yes. 8: were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes. 9: if yes. Please indicate the procedure performed. 10: did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown. 11: if not with the device in question, how was the procedure finished? The user finished the procedure with another same rpn (lot# unknown). 12: did the patient require any additional procedures as a result of this event? No. 13: what intervention (if any) was required? 14: was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15: were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 16: was a straightener used to straighten the stent? Yes. 17: (if any damages were confirmed prior to use)was the package damaged? No for complaints occurring during use (once in contact with endoscope) also ask: 2: what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus/jf-260v. 3: does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. 6: was resistance encountered when advancing the wire guide to the target location? Unknown. 7: was resistance encountered when advancing the introduction system in place to the target location? No. 8: how did the physician deal with this resistance? 9: how did the physician determine the length of the stent to be used for the procedure? 10: where was the stricture located in the duct? 11: was the stricture dilated prior to placing the device? Unknown. 12: was resistance encountered when advancing the stent through the obstructed area? Unknown. 13: after placement, was stent position verified? Yes 14: if yes, please describe how. 15: please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. 16: did any section of the device detach inside the endoscope or patient? No. 17: if yes, please specify what section of the device broke off: 18: please indicate whether the device broke in the endoscope or in the patient? 19: was the broken device retrieved? No. 20: if yes, please indicate what tools were used during retrieval. 21: were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. No. 22: if yes, please indicate what modifications were made: 23: please indicate why the modifications were necessary. 24: please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. No. 25: did the patient require any additional procedures as a result of this event? No. 26: what intervention (if any) was required? 27: was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 28: were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 29: if yes, please specify what was observed and where on the device it was observed. Additional information received on 03-aug-2023 0.25 inch wire guide used with replacement device (B)(4). Additional information received on replacement device, 0.25inch wireguide used sc 03aug2023).

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file is related to pr (B)(4). Pr (B)(4) captures the user error of the incorrect wireguide used with the zebd-5-10 device. Pr (B)(4) the incorrect wire guide used with the replacement zebd-5-10 device. Manufacturing records: prior to distribution, all zebd-5-10 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zebd-5-10 device of lot number c2019236 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zebd-5-10 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2019236. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. The japanese packaging insert (c-es0505w10) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause analysis: a definitive root cause could not be determined as the device was not returned for evaluation. A possible root cause could be attributed to the kink occurring while it was being straightened as it was being loaded onto the wireguide. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, kink of pig tail part of stent. Confirmed quantity of 1 device, confirmed prior to use. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined as the device was not returned for evaluation. A possible root cause could be attributed to the kink occurring while it was being straightened as it was being loaded onto the wireguide.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 24-apr-2024